Event description:
The biomedical engineer (bme) reported that the transmitter's battery was depleted without giving an error message or banner alerting the user that the charge had been depleted. The device then gave a "telemetry not connected" error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the transmitter's battery was depleted without giving an error message or banner alerting the user that the charge had been depleted. The device then gave a "telemetry not connected" error message. No patient harm was reported. Investigation summary: the reported device was not sent in for evaluation. Additionally, multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is insufficient information to perform an investigation. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on 05/12/2025, emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: on 05/16/2025, emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: on 05/21/2025, emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter's battery was depleted without giving an error message or banner alerting the user that the charge had been depleted. The device then gave a "telemetry not connected" error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the transmitter's battery was depleted without giving an error message or banner alerting the user that the charge had been depleted. The device then gave a "telemetry not connected" error message. No patient harm was reported.